Event description:
Technical services received a call on (B)(6) 2011. At device changeout, interrogating in pre-op noted lead safety switch. Checked unipolar mode was 1.1v at 0.5ms, pacing impedance of 200 ohms, escape rhythm at 30pp, r wave 9-1 0mv. No capture in bipolar 2.0mv r wave, no impedance was measured, no capture at 6.5v at 1 ms. Date of last lead test, (B)(6) 2003. Bipolar impedance then was 520 ohms. With psa, no capture at 6.5v and 1 0v at 1 ms in bipolar mode similar findings, low r waves less than 2mv. In unipolar, 12-14mv, 1.9v at 0.5ms, 440 ohms in unipolar mode. Decision was to leave the lead. Impedance in unipolar mode was 190-200, 1.0v at 0.5ms, r wave 8.9 mv. Physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).